Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post discharge follow up, the physician tested the lead impedances. During the test the physician could notice and always reproduce an oversensing noise. It was suggested a most likely connection issue between the lead and the implantable cardioverter defibrillator (ICD). The physician decided to follow any event on this patient before going to a lead revision. The ICD and lead remain in use. No patient complications have been reported as a result of this event.